Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, it was reported that a solution bag had become disconnected. A disconnection between a solution bag and the tubing is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during dwell four of five of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the patient reported that a solution bag became disconnected from a line. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with them. There was no patient injury or medical intervention reported. No additional information is available.